Event description:
The site reported the following: a patient experienced an extravasation on (B)(6) 2012 and required intervention consisting of fasciotomy dorsum of the right hand medially and laterally. The site has provided limited information at this time.

Manufacturer narrative:
The alleged stellant d injector involved in this report is no longer at the site. The customer did not report the occurrence at the time of the event or request a service system checkout. A review of the service history for this injector two months prior and after the occurrence date found no reports or allegations of product malfunction or requested service. Additional applications training has been offered and declined by the customer. In the event that additional information is received a follow up report will be submitted.